Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer's blood glucose level was 272 mg/dl and treated it with bolus via insulin pump. The customer was able to rewind the insulin pump and received hardware low level failures error during self test. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor arm cannot communicate with the main arm error and hardware low level failures error confirmed in insulin pump history with variable due to cold solder joint at keypad assembly.